Event description:
The customer complained of high blood glucose levels. The reported blood glucose reading was 209 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. At the time of the initial phone call, a tubing clamp was not available to perform the high pressure test. The customer called back after receiving a tubing clamp, and the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.